Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the patient suffered seizures. Post-implant the patient was noted as being unresponsive. The patient was sent to neurology and had a computed tomography examination performed. The patient was stable at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received:there had been no difficulty experienced implanting the 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder using an unknown abbott delivery system. The 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder had been sized using intracardiac echocardiography. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient had been administered low anxiolytic. The patient did not experience permanent impairment or damage as a result of this event. There was no initial or prolonged hospitalization of the patient. The cause of the patient's seizure is believed to have been from a previous stroke that the patient had suffered. The post-implant computed tomography scan determined that there were no remarkable findings. The patient was stable and doing very well at the time of report. There was no allegation of malfunction against the 30-25mm amplatzer talisman (pfo) occluder or procedure. No additional information was provided.

Manufacturer narrative:
An event of seizures during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6: impact code 4648 (insufficient information) was removed. Code 4641 was added.